Event description:
It was reported that the "low setting on tonsil caused immediate bleeding. Adenoid: clogging at tip, ripped tissue and created bleeding."

Manufacturer narrative:
This MDR is being filed following a retrospective review of peak eval feedback forms that were not presented for complaint/reportability review until (B)(6) 2012. The lot number was not provided so a review of the lot history file could not be performed. The device was not returned for investigation so the complaint could not be confirmed. End of report.